Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc o2 bi71000452, cover pos louvre. A medtronic representative went to the site to perform a system checkout. The louvre cover was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that that the inner gantry cover was damaged. Additional information was provided stating that the louvre cover was damaged. The inner gantry cover is missing pieces has been bent down so when the rotor comes by it hits the middle of the gantry. The site does a lot of deep brain stimulation (dbs) cases and blood gets in the gantry, the site then had to take the covers off themselves for cleaning. There was no patient involvement.